Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Atrial capture threshold was consistently greater than 2.5v since(B)(6) 2014. Concomitant medical products: d224drg ICD, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited high thresholds. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo.